Manufacturer narrative:
The suspect device was not returned for an evaluation. A review of the controlled documents (DHR, trend data, surgical technique etc.) Was performed by the foreign manufacturer in which no irregularities were detected. The occurrence appears to be an isolated incident. It was reported that the revision surgery was successful and the patient is doing well.

Manufacturer narrative:
The product in question was produced by a foreign manufacturer which is now (B)(4) owned by alphatec spine. All documentation pertaining to this device (manufacturing, design, DHR, trend data, etc) is stored at the manufacturing location in (B)(4). An investigation will be conducted by the manufacturing location (foreign) and forwarded to alphatec (domestic) upon completion. A follow-up MDR will then be submitted to the FDA. Follow-up submissions will also be provided upon the receipt of additional information and/or details prior to the completion of the investigation.

Event description:
It was reported that on (B)(6) 2010, a patient underwent revision surgery to remove a back-out peek implant.